Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the impedance on the right ventricular (rv) and superior vena cava (svc) coils of the right ventricular lead were high. The device was reprogrammed to turn off the ventricular fibrillation (vf) and ventricular tachycardia (vt) detections and the pace/sense portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range with one patient alert for out of tolerance sub-threshold lead impedance on (B)(4) 2013. Daily high voltage lead trend data shows an increase for defibrillation active can on impedance equal to 53 to 254 ohms peak between (B)(4) 2013 and (B)(4) 2013. Also, analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range with two patient alerts for out of tolerance sub-threshold lead impedance between (B)(4) 2013 and (B)(4) 2013. Daily high voltage lead trend data shows an increase for svc defib equal to 67 to 254 ohms peak between (B)(4) 2013 and (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.